Event description:
Needle broken off [device induced injury]. Pt received an injection of insulatard novolet by a nurse, the novofine 6 mm (31g) needle broke off, and the needle tip remained in their upper arm. An x-ray was performed and showed the needle tip the next day. Surgical removal of the needle was planned; however, because the pt had no pain, and they have had cardiac failure and renal failure, the operation was canceled, and they are now under observation. According to the reporting nurse, there seemed to be no abnormaility with the needle in question. The pt never re-uses needles and performs airshots prior to injections. The pt has been in a hosp attached nursing facility since 2001.